Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to a high out of range shock impedance measurement. Review of device data determined this was the only out of range measurement recorded. This device remains in service. No adverse patient effects were reported.